Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain. It was reported that the patient has stimulation in an undesired location. The patient stated that the stimulation was implanted for low back pain. It was reported that the patient has fallen quite a few times. The patient was redirected to their healthcare provider (hcp) to have the ins checked following a fall, and to discuss stimulation in the wrong area. No further complications were reported ir anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.